Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion contained a bend of <=45 degrees and was located in a mildly tortuous and non-calcified left circumflex artery. The a 3.00x24mm promus element¿ stent was selected for use to treat the lesion. However, before introduction into the guiding catheter, it was noted that the shaft of the stent was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element mr ous 3.00 x 24mm stent delivery system was returned for analysis. The hypotube was broken at 635mm distal to the distal end of the strain relief. The distal portion of the device containing the stent, shaft polymer extrusion, balloon and tip was not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion contained a bend of <=45 degrees and was located in a mildly tortuous and non-calcified left circumflex artery. The a 3.00x24mm promus element¿ stent was selected for use to treat the lesion. However, before introduction into the guiding catheter, it was noted that the shaft of the stent was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 3.00 x 24mm stent delivery system was returned for analysis. The hypotube was broken at 635mm distal to the distal end of the strain relief. The distal portion of the device containing the stent, shaft polymer extrusion, balloon and tip was not returned. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 20-30mm in length, concentric, de novo target lesion contained a bend of <=45 degrees and was located in a mildly tortuous and non-calcified left circumflex artery. The a 3.00x24mm promus element¿ stent was selected for use to treat the lesion. However, before introduction into the guiding catheter, it was noted that the shaft of the stent was broken. The procedure was completed with another of the same device. No patient complications were reported.